Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193, implantable pacing lead, (B)(6) 2007; d224trk, implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).

Event description:
It was reported that insulation deterioration was observed on the atrial lead during change out. The lead remains implanted but out of service. No patient complications have been reported as a result of this event.